Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. We were unable to perform the functional test, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump had a cracked case at display window corner, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 50 mg/dl. Customer stated had problem with escape and act button. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. The customer was treated with glucose tablets. Customer stated that he had an active day that is he was low. Customer declined to troubleshoot for the low blood glucose.